Event description:
There have been a total of six events from (B)(6) 2012 to today involving this tubing leaking chemotherapy medication at the filter location. This creates a safety hazard for pts if they were to come into contact with the medication and staff having to contain the spill. Carefusion has been notified of each event. This is now occurring with a new lot number (12055243, exp date 05/2015, same reference number). We feel this may be a product failure due to some interaction between the particular type of chemotherapy, although this tubing is indicated for the type of chemotherapy used (etoposide).